Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated an error message and the unit became inoperable. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the breath delivery (bd) central processing unit (cpu). The customer reported to have replaced the bd cpu. The covidien customer support engineer (cse) was called to download the software. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.